Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, the customer experienced nausea. Reportedly, the customer resumed insulin delivery to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.